Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 1/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: evidence of short battery life is illustrated with a drastic 6 count voltage drop leading to ¿cs128¿ alarm on (B)(6) 2016. The battery compartment and cap are undamaged and able to fit securely. Moisture corrosion is observed to the battery cap, leak test passed. ¿ez-prime¿ steps were performed correctly, all currents reading are within spec, unable to duplicate reported ¿short battery life¿ complaint. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power pcb or to the cgm module.